Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised forced sensor system and excessive no delivery test or verify motor error alarm due to blank display. Motor passed motor test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.¿ however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. The customer stated that the drive support cap was normal. Customer reported that insulin pump was able to rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.